Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became frozen and no longer responsive to presses. Customer had elevated blood glucose levels (349 mg/dl). Customer delivered insulin to stabilize blood glucose levels, and has back up manual injections for continued insulin therapy.